Event description:
It was reported the device was returned for repair. Followup information received indicates the device has physical damage. Biomed was not able to provide any more information on the damage concerning this device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken and the encoder flex is damaged. One bail cover is broken. One bail cover, ring cover, ring, one bail, and battery drawer o-ring are missing. Keyboard is scratched. Lcd (liquid crystal display) is out of electrical specification. It is noted there is evidence of non medtronic person disassembling and reassembling the device; four case screws are missing, adhesive is missing from keyboard/lcd connectors, and encoder pins are bent/damaged. (B)(4).